Event description:
It was reported that replacement pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer temporarily used previous problematic pump and technical support, advised customer to prepare another backup therapy method if needed, and arranged shipment of replacement pump.